Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2018 with the following findings: the black box data from the reported date of event was overwritten due to continued device use. The available black box data revealed multiple cs162 prime warnings with low non-zero force. The pump was powered on and exercised for 24 hours without any loss of prime duplicated. The force sensor was evaluated and found to be operating within required specifications. Investigation did not duplicate the complaint.